Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low vancomycin (vanc) result produced by the unicel dxc 800 pro synchron chemistry analyzer. The original result was < 3.5 ug/ml. The erroneous result was reported outside the lab. The sample was re-run on a different instrument and was amended to 6.2 ug/ml. It is unk whether treatment was initiated or withheld.

Manufacturer narrative:
Qc was in range prior to the event. Service was scheduled for 2008. Field service engineer (fse) reported that the instrument failed the sample probe carryover testing, fse replaced the sample probe, sample wash collar and the wash solution tubing/restrictor. As of three days later, the customer reported that the issue is resolved. Although, hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.